Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (target lesion exhibited 70% stenosis, moderate tortuosity and some calcification) evaluation codes, conclusions: 50 device failure/lack of effectiveness related to patient condition (target lesion exhibited 70% stenosis, moderate tortuosity and some calcification).

Event description:
The physician intended to implant an integrity rx stent to treat a lesion in the mid lad with moderate tortuosity, 70% stenosis and a little calcification. The lesion was pre-dilated twice using a 2.5 x 12 mm balloon at 10 and 12 atm's. The integrity device got stuck just before crossing the lesion. Normal force was used to advance the device. The physician pulled the device back and then made another attempt to advance the device, however it became stuck again in the same area. The delivery system was pulled back into the guide catheter and out of the sheath. The stent of the device was observed to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. The patient was treated with a non-medtronic stent. The end result was satisfactory and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed.

Event description:
Approximately 40% stenosis remaining after pre-dilatation.